Event description:
It was reported that the nurse had difficulty removing the drain and called in the resident. Resident pulled and removed the drain, however, a fragment of the device remained in the patient's spine. Patient had the piece of the drain surgically removed.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. (B)(4).